Manufacturer narrative:
Pump received with cracked battery tube threads, broken reservoir tube lip, stained end cap sticker, stained address/serial number label and broken belt clip slot. The p-cap does not lock into the reservoir compartment properly, due to broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer stated that insulin pump had neither been bumped nor dropped. Customer stated that she noticed the washer inside the pump broke, and some of the plastic was missing on the top of the reservoir compartment. Customer stated that the reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.